Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device reported, used in treatment, was not returned for evaluation. Although the device is not available, a relationship between the product and reported incident is possibly established and the complaint is more than likely confirmed as the event reported matches an issue identified during manufacturing of the device. A review of manufacturing records for the reported lot number found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Clinical/medical evaluation was completed and concluded that without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts, to obtain additional information regarding this complaint, did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. A corrective action was initiated to mitigate recurrence of the reported event and a field action was initiated to recall the product. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6 h10: the device reported, used in treatment, was not returned for evaluation. Although the device is not available, a relationship between the product and reported incident is possibly established and the complaint is more than likely confirmed as the event reported matches an issue identified during manufacturing of the device. A review of manufacturing records for the reported lot number 2048575 found non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Clinical/medical evaluation was completed and concluded that without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts, to obtain additional information regarding this complaint, did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during hip arthroscopy the speedstitch needle broke at the tip. The pieces were able to be retrieved from the patient. The surgery was completed with a competitor device and it is unknown if there was a delay in the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.